Manufacturer narrative:
Device evaluation by MFR: the promus premier stent was received on a customer guidewire, the stent delivery system was not returned for analysis therefore analysis of the sds profile could not be examined. The stent was received damaged and dislodged on a customer guidewire. The stent was removed from the guidewire and found to be stretched on its entire length. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 30june2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 75% stenosed, de novo, concentric, 18 x 2.75 mm, and less than equal to 45 degrees bend target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad). Following pre-dilatation of a 2.5mm x 15mm balloon catheter, a 20 x 2.75 promus premier stent was used for treatment. However, the device could not cross the lesion due to calcification. The device was removed, and the procedure was completed with a different device. No patient complications were reported and the patient condition was stable. However, returned device analysis revealed stent damage and dislodgement.